Event description:
It was reported by service report that the emergency CPR release was not working. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
Results: CPR release out of adjustment. Conclusion: CPR release readjusted.